Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected as the electrode array partially migrated out of cochlea. Surgery scheduled for (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could be re-inserted successfully. The device remains implanted and in use.

Event description:
The users hearing performance with the device was affected as the electrode array partially migrated out of cochlea. According to internal registration, full insertion was achieved at initial surgery. However, 3 to 4 contacts migrated out of the cochlea over the first several months following implantation. Successful re-insertion was performed on (B)(6) 2021. Approximately 4 channels were outside of the cochlea, measurements and imaging confirmed the full re-insertion.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could be re-inserted successfully. The device remains implanted and in use. According to additional information received from the field the device was explanted but has not been received for investigation yet.

Event description:
The users hearing performance with the device was affected as the electrode array partially migrated out of cochlea. According to internal registration, full insertion was achieved at initial surgery. However, 3 to 4 contacts migrated out of the cochlea over the first several months following implantation. Successful re-insertion was performed on (B)(6) 2021. Approximately 4 channels were outside of the cochlea, measurements and imaging confirmed the full re-insertion.